Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iuniht abutment screw fractured in the patient's mouth. The fractured portion was removed from the implant.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. A visual inspection of the as returned product identified that the screw was fractured at the threaded base. Only the fractured threads was returned. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.